Event description:
Technician alleged that the mattress on this bed was blood soaked.

Manufacturer narrative:
Technician replaced the foam filler, fire barrier, percussion and vibration cushion, top cover and sheer liner. Technician totally cleaned the bed with approved cleaners to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.